Manufacturer narrative:
(B)(4). Date sent 2/4/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was most of the blood coming from staple line or omentum? Any staple formation abnormalities observed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was undergoing a sleeve gastrectomy with power echelon plus (psee60a) and gold reload (gst60d) as the first firing. During the surgery everything went as accepted, no adverse event. Later on the same night the patient was not feeling good and got worse, fast! They did acute laparotomy and drained the abdomen from +2liters of blood. They inspected the staple line and it was bleeding from the first firing. They put clips on that staple line and then that patient was transported with ambulance to a bigger hospital with more resources. The patient did have revision surgery on (B)(6) 2025. Reason for revision surgery: bleeding.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. Additional information was requested, and the following was obtained: was most of the blood coming from staple line or omentum? Any staple formation abnormalities observed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? 1. Difficult to say for sure since it was a vessel at the beginning of the staple line.. 2. No. 3. Surgery. 4. 5 h post-op. 5. 3.800 ml. 6. Yes. 7. Surgery, clips + a running suture of the staple line. 8. Normal, nothing out of the ordinary. 9. Extra luminal.